Event description:
It was reported that the patient presented for generator changes procedure. Upon interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. The patient was stable throughout the procedure.